Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging from 369-419mg/dl and ketones. With the advise of the customer's endocrinologist, the customer administered a manual injection to address the bg levels and consumed fluids to address their ketones. The customer reverted back to manual injections for diabetes management. Recommendation was made to consult with health care provider to discuss diabetes management.